Event description:
At initiation of plasma donation, a crack occurred in the luer connector of the pheresis needle. The crack was noticed after the first complete blood draw. Because of potential contamination, the donor's blood was not returned, resulting in estimated blood loss>200cc.